Event description:
During procedure sales representative informed us that the flexible shaft ii sigmoid scope was not cleaned according to manufacturer's recommendations. Our standard procedure has been to flash autoclave for 3 minutes. Flash sterilization should not be done. Scope should be autoclaved for standard time.